Manufacturer narrative:
Pending investigation. Concomitant medical products: 3565837 130-36-52 - nv gxl liner neutral, 36mm ID, group 2 cups. Z-2118-2021 for 3565837 130-36-52 - nv gxl liner neutral, 36mm ID, group 2 cups.

Event description:
As reported, the patient had an initial right tha on (B)(6) 2014. The patient was brought back for right hip pain. There was osteolysis behind the cup. The patient was revised on (B)(6) 2022 and the cup was removed. The patient was not revised to exactech devices but to ortho development cup system. The reported event was not related to the breakage of an exactech device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information provided.

Manufacturer narrative:
H3: based on the available information, the revision reported may have been the result of a combination of the risk factors specified, including but not limited to use error, implant positioning, patient factors, and combination of largest available femoral head and/or thinnest available acetabular liner.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The following sections were corrected: d1/d2a/d2b, d4, g3/g4, h4, h6. MDR section codes updated/corrected: a, b, c, d, f, g. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors specified: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). The prosthesis wear/osteolysis was able to be confirmed from the provided radiograph/explanted devices. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.